Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, refrigerator door was failed to lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager door was failed to lock. The field service engineer recovered the storage space, performed diagnostics and hardware test application tests, checked all connections in remote manager, and completed preventive maintenance, after which the station operated as designed. The system functioned as intended after the field service engineer repaired the device.